Event description:
The user facility reported post impella 5.5 placement the patient continued to decompensate with runs of ventricular tachycardia and ventricular fibrillation and multiple shocks. A decision was made to have va ECMO cannulation. The impella was explanted as planned.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/ ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.